Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that while filling the priming bag with fluid, they noticed fluid leaking from the priming bag where the bag meets the tubing seal. Photographic evidence showed a breakage in the bag around the collar of the tubing connection. There was no indication of patient involvement. The complaint sample was available and a ship kit has been sent.

Manufacturer narrative:
Additional information: b5, d3, d4, d9, g1, h3 plant investigation: no non-conformity was observed during manufacturing process. Complaints for this batch number did not follow the same failure pattern. A sample was received from the reported lot number. The sample was returned completely in opened packaging. There were two cuts in the priming bag within proximity to each other; both cuts had smooth edges. Of the two cuts, one cut is located where the tubing connects to the bag and other cut is on the bag film and touches the weld to the tubing. Under magnification, the cut on the tubing measured approximately 4.12 mm in length and the cut on the bag film measured approximately 9.43 mm in length. No other damage or irregularities were noted. The probable cause of this damage is due to a handling issue during the assembly process. As the damage was found on the component, the probable cause was traced to a component failure.

Event description:
A user facility reported that while filling the priming bag with fluid, they noticed fluid leaking from the priming bag where the bag meets the tubing seal. Photographic evidence showed a breakage in the bag around the collar of the tubing connection. There was no indication of patient involvement. The complaint sample was received for product investigation.

Manufacturer narrative:
Plant investigation: no non-conformity was observed during manufacturing process. Complaints for this batch number did not follow the same failure pattern. A sample was received from the reported lot number. The sample was returned completely in opened packaging. There were two cuts in the priming bag within proximity to each other; both cuts had smooth edges. Of the two cuts, one cut is located where the tubing connects to the bag and other cut is on the bag film and touches the weld to the tubing. Under magnification, the cut on the tubing measured approximately 4.12 mm in length and the cut on the bag film measured approximately 9.43 mm in length. No other damage or irregularities were noted. The probable cause of this damage is due to a handling issue during the assembly process. As the damage was found on the component, the probable cause was traced to a component failure.

Event description:
A user facility reported that while filling the priming bag with fluid, they noticed fluid leaking from the priming bag where the bag meets the tubing seal. Photographic evidence showed a breakage in the bag around the collar of the tubing connection. There was no indication of patient involvement. The complaint sample was received for product investigation.